Manufacturer narrative:
H3 other text : device not retuned to manufacture.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected/scrapped and found evidence of foam degradation and slight dirt. During the evaluation, foam particles were visible. After the evaluation of the device, the third-party service center scrapped the device.